Event description:
Patient reported a right side deflation, "slow leak." Healthcare professional later confirmed deflation. Upon explant, healthcare professional reported "removed implants were silicone, intact." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d1, d2a, d2b, d4, h6.

Event description:
Patient reported a right side deflation, "slow leak." Healthcare professional later confirmed deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.